Manufacturer narrative:
This device was not able to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited a failure to capture even at high outputs. An x-ray was performed and showed the lead was fractured due to clavicular crush. During the planned device replacement procedure, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.